Manufacturer narrative:
(B)(4). A review of the manufacturing and sterilization records for the devices verified that the lots involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2015, this patient underwent endovascular treatment for a thoracic aortic aneurysm with a type a dissection and was implanted with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2015, the patient was diagnosed with a bacterial infection. On (B)(6) 2015, the thoracic endoprosthesis was reported to have been potentially infected but there were also discordant diagnostic findings (normal leukocyte scintigraphy and positron emission tomography results). It is not known how the graft became infected but the infection was perceived to be linked to the endoprosthesis implantation procedure. The patient received daptomycin antibiotics to counter the potential infection of the tge404020 endoprosthesis. Prior to the implant, the patient was not known to have presented with symptoms of infection. With an onset date of (B)(6) 2015, the patient was reported to have developed eosinophilic pneumonia as an allergic reaction towards the daptomycin medication. On (B)(6) 2015, the patient expired. The death was linked to pneumonia.

Manufacturer narrative:
The device was not explanted. Therefore, an engineering evaluation could not be performed.

Event description:
On an unknown date in (B)(4) 2009, this patient underwent initial surgical treatment for a type a dissection and the patient¿s heart valve, the ascending aorta and anterior arch were replaced. On an unknown date in 2010, the aortic arch was completely replaced during an open surgical procedure. On (B)(6) 2015, the patient was implanted with a tge404020 conformable gore® tag® thoracic endoprosthesis into the descending aorta (zone 4) to distally extend the existing graft and successfully cover a remaining dissection over a length of 15 cm.